Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high pacing impedance measurements greater than 2000 ohms. An x-ray was performed and did not indicate an right ventricular (rv) lead dislodgment. The physician decided leave the system as it was. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.